Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, serial number (B)(4), was returned to acist on january 12, 2018. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injector. Based on the testing of the injector, there is no evidence of device malfunction related to this event. The consumable kits used during the case were discarded. The lot numbers are: a2000 syringe kit, lot# 27517t, bt2000 manifold kit, lot# 10117p and bt2000 manifold kit, lot# 54321237, and at-p65 hand controller kit, lot# 56260956. The device history was reviewed of the consumable lots used in the case, and no non-conformities were found. The cause of the event is inconclusive. This report is closed.

Manufacturer narrative:
Device evaluation will be provided in a follow-up report.

Event description:
A stemi procedure was performed on a (B)(6) year old male patient transferred from the emergency department. At the very beginning of the procedure, error messages appeared, "air column detected" and "turn off stopcock to the patient to purge." One entire bottle of contrast was purged. A new set up was drawn, and the same error messages occurred. After this, manual injections were done. The patient experienced chest pain, abnormal heart rhythm (vtach, vfib, asystole). Blood pressure <90 mmhg systolic, myocardial infarction, and cardiac biomarker elevation, trop 11.9. The outcome of the event was that the patient expired.